Event description:
Patient had single lumen intracranial bolt inserted overnight, required use of camino monitor for icp (intracranial pressure) readings. When catheter inserted and connected to camino, "catheter error" message was received. Staff attempted to use second camino monitor, received same error message "catheter failure". Patient required surgery and was sent to the or with the catheter in place, secondary portion of monitoring device was kept, catheter was discarded.